Manufacturer narrative:
The reported plates were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the devices are unknown.

Event description:
It was reported that a patient's acumed wrist fusion plates in both wrist broke post operatively. The plates remain implanted. Requests were made for additional information to no avail. There are 2 related report numbers for this event 3025141-2024-00719 .